Event description:
The hosp reported 92 pts might have been exposed to the microbe that causes tuberculosis. The hosp reported that due to the intermittant functionality of their automated endoscope reprocessor (aer), the hosp reprocessed the endoscopes by a different process which may not be effective. As a result, pt examined with these endoscopes may have been exposed to tuberculosis.to date, no pts have reported signs or symptoms of having contracted tuberculosis.